Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2017. Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown, unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00466. Remains implanted.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty on an unknown date. Patient has been experiencing pain, popping/clicking noises and feeling of dislocation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2019-00014.

Event description:
No further event information available at the time of this report.